Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the surgeon used sfr4-20 for thrombectomy. After the stent was taken out of the package, it was found that the tip end was kinked and broken. The surgeon tried to push the microcatheter in, but there was great resistance at the proximal end of the catheter and it could not be pushed forward. The catheter stent was removed from the body as a whole, and after removing from the body, the stent was replaced to complete the operation. The reported devices and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of an acute ischemic stroke in the middle cerebral artery. It was noted the patient's vessel tortuosity was normal. There were 0 passes with the device.

Manufacturer narrative:
H3: device received, analysis is in progres. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received clarified that the tip end was only kinked, and no breakage occurred. Catheter navigation was not difficult and it was in place. After it was in place, the stent was placed. The stent had very great resistance after entering the microcatheter. The surgeon judged that the resistance might be because the stent tip was kinked. There was no damage or evidence of tampering to the device packaging. Normal hydration was performed prior to the damage being seen. There was no kink or damage on the catheter or pushwire. The tip of the solitaire sheath was secured into the hub of the microcatheter.

Manufacturer narrative:
H3. Product analysis: equipment used: video inspection system (m-81805), camera (panasonic lumix dmc-zs5) as found condition: the solitaire fr 4-20 stent device and rebar 18 catheter were returned for analysis, still within its introducer sheath, in a sealed biohazard bag and a shipping box. The inner pouch and outer carton were not returned. Damaged location details: the solitaire fr 4-20 stent¿s finger markers were examined inside the introducer sheath. All finger markers were aligned correctly, and no damage was noted. The stent¿s working length struts were damaged, while the non-working length struts were in good condition. The glue domes outside the proximal marker were damaged. The marker coil was in good condition. No bends or kinks were found on the pusher wire, and no other anomalies were found. Testing/analysis: due to its damaged condition, the returned solitaire fr 4-20 stent device cannot be used for resistance testing. Conclusion: based on the reported information and device analysis, the customer¿s ¿resistance during delivery/retrieval¿ complaint was confirmed, as the working length struts and the glue domes on the returned solitaire fr 4-20 stent device were found to be damaged. However, the root cause of the resistance complaint could not be determined. Possible causes include vessel tortuosity, an incompatible or damaged catheter, the user not maintaining the correct flush rate, rhv loosening during delivery, or a lack of continuous saline flush during the delivery process. In this event, the customer stated that the vessel tortuosity was normal, and the returned rebar 18 catheter was found to be compatible with the solitaire fr 4-20 stent device as it had a labeled inner diameter (ID) of 0.021 inches, ruling out vessel tortuosity and an incompatible catheter as a potential cause. Therefore, a damaged catheter, the user not maintaining the correct flush rate, rhv loosening during delivery, or a lack of continuous saline flush during the delivery process could have contributed to the resistance complaint. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.